Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Event description:
A nurse reported to baxter japan that during use of a transfer set, there was a leak noticed from the silicone tubing of the transfer set. The nurse stated that there was a pin-sized hole in the silicone tubing, and that is from where the leak was coming. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint was confirmed during evaluation of the returned sample; however, no root cause could be determined. A visual inspection was performed and a cut in the tubing was noted. Leak testing was performed and a cut in the tubing was noted. A clear passage test and clamp function test were performed with no issues noted. A batch review could not be performed because the lot number was not available.